Event description:
A customer contacted beckman coulter (bec) reporting a contained ionized selective electrode (ise) module leak in the unicel dxc 800 synchron chemistry analyzer. No instrument error flags or messages alerted the customer of an issue. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found the valve drain waste was clogged. The fse removed the obstruction from the valve and reinstalled it. The fse verified that the ise waste drained normally and performed ise health checks. (B)(4).